Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific crm received information that this lead dislodged right after implant. The lead was repositioned and dislodged again. Subsequently, the lead was explanted and replaced with a new lead.